Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Once the pump was powered on, the customer delivered a correction bolus to address the high bg. The customer continued to use the pump for insulin therapy.